Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with this process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue recurred.